Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 314.050 , lot: 9778154 , manufacturing site: hägendorf , release to warehouse date: 11.jan.2016 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Pre-investigation statement: as described in the complaint description it was reported that the scrdriver broke. Upon visual inspection of the received device, we are not able confirm any breakage of the screw driver, but rather the blue handle has a cut/damaged from something sharp. Therefore the flow chart number 3 was selected for this investigation. Investigation selection : investigation site: cq zuchwil , selected flow(s): 3. Damaged: visual / examples: deformed/bent/cracked . Visual inspection: upon visual inspection of the received device, we are not able confirm any breakage of the screw driver, but rather the blue handle has a cut/damaged from something sharp. Based on this we are not able to confirm complaint description. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. A device history record (DHR) review was performed for the affected lot, 24 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in january 2016. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Dimensional inspection: during investigation the diameter 5.70 0/-0.10mm and diameter 7.00 0/-0.05mm got measured with the micrometre 3-03-17585, the measure result is within accuracy (5.64mm/6.97mm). Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2018, the cannulated screwdriver shaft was found broken after washing the device. There was no procedure or patient involvement. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).